Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device is not working. Three days later, patient called back saying someone from the manufacturing company was supposed to call them, but they haven't heard from anyone. Also, they have been trying to use the external devices and nothing is working. They are very upset that the device is not working and the manufacture representative (rep) left the implant surgery without talking to them. The call center asked the patient to connect to their ins which showed internal device loss all data. The call center reviewed information, but the patient quickly said they will contact the healthcare provider's (hcp) office and then disconnected the call. No patient symptoms were reported and no further complications have been reported as a result of this event.